Event description:
It was reported to philips that the system's power distribution unit had malfunctioned, which can impact a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the 24v power supply on the cabinet side was not functioning properly. To resolve the issue, the fse replaced the pdu dc module, restoring proper system functionality. The pdu dc module was returned for analysis, and result indicated no defect or malfunction was found. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.